Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: one the endo gia adapter was connected to the power handle, the adapter was recognized by the handle. However, the sulus would not articulate, open, or close. The handle was not used on the pt.